Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation and information obtained by olympus, the foreign material was clogged at the air/water tube. Additionally, the user did perform or complete reprocessing before sending the device to olympus. Subsequently, olympus could not identify the foreign material and could not specify root cause of the foreign material remaining in the subject device. The suggested event is detectable and preventable by handling device in accordance with the following IFU (instructions for use). IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The user facility returned an evis exera iii colonovideoscope to the service center. During inspection of the returned device, it was observed that there was white residual foreign material on the air/water channel. The customer did not report any patient user injury or harm reported to olympus.